Event description:
A vascular prosthesis was implanted 11/12/99 to treat an aortic abdominal aneurysm. During the surgical procedure, bleeding from sutured portion of the graft was evidenced. The bleeding was stopped after 15 minutes by using a suture. On 11/16/1999, a new procedure i.e. A ventrotomy was performed. It is unclear whether this new procedure has any relationshp with the graft bleeding. According to the distributor, pt died two days after procedure by a multi-organ failure.